Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has been increasing. Lead impedance today is 1420ohms and implant impedance (7 years ago) was 699ohms. The lead remains in use. No patient complications have been reported as a result of this event.